Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, which contributed to pacing inhibition and loss of capture. Subsequently, the patient underwent additional surgical intervention where the rv lead was explanted and replaced. No additional adverse patient effects were reported.